Manufacturer narrative:
Analysis of the lead (lot #va0xy4x) found the lead body outer insulation was damaged at the depth stop site 2.8cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that preoperative a package abnormality was found before opened, the device was inspected prior to use, and an abnormality was found. The abnormality was described as ¿unable to continue this operation as high electrode resistance was detected in the test.¿ no lead fractures were noted. A different electrode was used to implant and the result was normal. The patient¿s current status was noted as normal and there was no patient impact. Follow-up is being conducted to obtain clarification around the abnormality reported. If received, this event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported before the use of the lead electrodes implanted, the resistance test abnormalities and all of the contact resistance values were over 40,000 ohms. There was no information related to the package abnormality.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that impedances were measured to be abnormal during implant. Impedances were measured to be greater than 40,000 ohms. The lead was replaced so the hcp could complete the surgery. There was no patient symptoms reported. The patient¿s indication for use is parkinson¿s dual.